Event description:
Initially, it was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the left ventricular (lv) lead exhibited high impedance measurement which was not able to be reproduced upon a scheduled clinic interrogation. No intervention was performed. The patient was in stable condition.